Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: catalog#: 00625006530 bone scr 6.5x30 self-tap lot#: j7072150; catalog#: 00625006530 bone scr 6.5x30 self-tap lot#: 65094424; catalog#: 00625006540 bone scr 6.5x40 self-tap lot#: 64973207; catalog#: 20123605 g7 longevity high wall 36mm e lot#: 65059829; catalog#: 00784101220 femoral stem 12/14 neck taper extended neck offset size 12 lot#: 63779124; catalog#: ni 12/14 cocr femoral head 36 +7.0 lot#: 64208608. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to acetabular fracture; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.